Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The instrument was found to have a fractured molded insulator on the jaw. The detached fragment, measuring approximately 16.89 mm, was returned with the instrument. The grip base associated with the cracked molded insulator did not exhibit any signs of bending. The probable root cause of the broken molded insulator is attributed to use-related damage, potentially resulting from mechanical impact or excessive force applied to the jaws, such as may occur if the instrument is accidentally dropped.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument was found to be broken. The procedure was completed with no reported patient injury.